Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a knee revision in the past where she had her primary tka revised to a depuy srom hinge knee with a mbt revision tray. The patient was began experiencing pain recently and came to surgeon for examination. The x-rays indicated the femoral component may be loose. The surgeon revised the femoral component which was loose at cement to implant interface. Unknown cement manufacturer was used. An unknown small hinge knee femoral component, a 31mm sleeve, a 14x75 stem, and a small 23mm hinge insert were explanted and replaced with anew hinge femoral component, larger 46mm sleeve, a longer stem, and a small 16mm insert. The components that were planted had cement, biofilm, and bone on them and lot #¿s where unable to be retrieved. Mbt revision tray, sleeve, and tibial stem were left implanted. Doi: unknown; dor: (B)(6) 2018; unknown operative side.